Event description:
It was reported that a remote transmission showed several episodes of non-sustained rv oversensing. Review of the egm strips revealed that loss of capture on both rv and lv lead caused the episodes. Programming changes were made. Patient condition was good.